Manufacturer narrative:
The cause of the patient's alleged perforation in the small bowel is unknown. There was no alleged malfunction of a da vinci device, instrument, or accessory. If additional information is received, a follow-up report will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted surgical procedure, on post-operative day #1, the patient underwent a second procedure due to a perforation in the small bowel. As a result a portion of the small bowel was resected.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who reportedly underwent a da vinci-assisted cholecystectomy procedure on (B)(6) 2016. On (B)(6) 2016 the patient experienced abdominal pain, bloating, and fever and returned to the hospital. The patient underwent a procedure and a 2mm perforation in the small bowel was found. A portion of the small bowel was resected. The appendix had some inflammation so it was removed. The plaintiff's attorney alleges that the patient has suffered a thermal injury to the small bowel. No other details were provided. Isi was not provided with the operative report or any of the patient¿s medical records.